Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultralink meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient¿s wife on (B)(6) 2013. The alleged power issue began (B)(6) 2013 at 6:00 p. M. When the alleged issue occurred, the patient¿s blood glucose was tested on another device (unknown type) and he obtained a result of ¿280 mg/dl¿. The patient manages his diabetes with an insulin pump and continued with his usual dose of insulin (unknown type, 14 units) in response to the alleged issue. The patient¿s wife claimed that the patient did not develop any symptoms and there was no mention of receiving medical treatment for a high or low blood glucose excursion. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The batteries in the subject meter did not need to be replaced. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the issue was not resolved during troubleshooting.